Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that during refill appointments high residual volumes were being pulled. It was noted that the patient had a loss of therapy. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced and the issue was reported to be resolved. The patient was alive with no injury. It was reported that the pump would be returned for analysis. No further complications have been reported as a result of this event.